Event description:
It was reported to covidien on 04/04/2012 that a customer had an issue with a precision foley catheter. The customer reported that a pt attempted to remove his foley catheter when the tubing broke, leaving a 23.5 cm length of the tubing in his bladder/ureter. The tubing was removed by cystoscopy.

Manufacturer narrative:
Submit date: 05/02/2012. An investigation is currently underway. Upon completion, the results will be forwarded.